Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports for the mayfield system linked to mfg report numbers: 3004608878-2025-00148, 3004608878-2025-00149, 3004608878-2025-00151. A facility reported that the mayfield ultra base unit (a2101) needs to be checked as it got loose/became unlocked during surgery, resulting in whiplash for the patient. It is unclear if the event led to increased surgery time. No further information is available.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the mayfield base unit shows the handle cannot be closed properly, and the cam support pin is broken and needs to be replaced along with the worn shock cushion. The cam rod and set screw show rust, so for this reason, the cam rod cannot function properly. To resolve the issues, the base handle assembly¿s shock cushion and its cam link support pin were replaced. The handle assembly was reassembled and adjusted to build up the required pressure onto the transitional member. After completing the repair, the unit successfully passed a function test. Root cause - the complaint is confirmed via inspection of the unit. The handle could not be closed properly. The cam support pin was broken and needed to be replaced along with the worn shock cushion, and the cam rod and set screw had rust. The probable root cause is routine wear and mishandling of the unit. Customer is recommended to follow the decontamination instructions carefully to avoid rust. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.